Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, six companion samples were received for evaluation. Visual inspection of two of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Priming testing was performed, and no visible leaks or air intake was observed. No leaks, or cracks were detected on the three pod membranes and connections. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three blood loss events occurred during continuous renal replacement therapy using two (02) prismaflex control units and three (03) prismaflex m60 sets. One treatment was associated with return pressure alarms being generated. Treatment was ongoing with a successful self-tests until a ¿return pressure dropping¿ alarm was generated followed by a ¿return disconnection¿ and ¿cannot detect return¿ alarms. The return pressure had remained constant at 68 mmhg until it dropped to -12 mmhg following a periodic self-test. A second treatment was associated with an unspecified alarm condition and it was reported that the access line, upstream the connection with the pre blood pump, was observed to not contain blood. For the third treatment, the m60 filter would not clear when attempting to return the extracorporeal blood to the patient. The three events resulted in three extracorporeal blood circuit loss with no blood restitution. A blood transfusion was subsequently administered. No additional information is available.